Manufacturer narrative:
One used plum 150 ml burette set was returned for evaluation. As received the secondary port clave from the top of the burette was separated and bent from the port. Stress marks and a rigid break were observed on the clave and on the tubing in the port. One photo of the set was provided for review and showed the bent secondary port. The complaint of broken clave can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/20/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in, alleging a leak during patient use. It was stated in the report that the clave additive port snapped off, causing leakage. There was no patient harm reported.